Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 3:00 am. The caller stated that the prodigy diabetes glucose meter was giving readings that were higher than normal. The end user had no appetite and felt dehydrated which was the reason for seeking medical attention. His blood glucose was last checked at 8:30 pm with a reading of 110 mg/dl. Around 3:00am the paramedics were called and the end user was transported to the ER. No treatment or blood glucose test was performed by the paramedics. Upon arrival to the hospital the end user's blood glucose reading was 131 mg/dl. No treatments were administered due to the end user's blood glucose was within normal range. After 8 days in the hospital it was determined that the medical event was not related to any complications with diabetes or inconsistent glucose readings. The end user was diagnosed with pyelonephritis and given a series of antibiotics. Upon discharge he was instructed to follow-up with his pcp. No additional information was provided in relations to this medical event.